Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the planned explant was cancelled and will be rescheduled. The stimulation is not helping with her pain.